Manufacturer narrative:
For regularization - retrospective review / FDA request. Incident occured in (B)(6). The breakage of the pullup braid results from a failure of r0.5 to be produced on one of the ø1.6 holes. The pulling of the braid in tension in contact with the edges of the r0.5 of the underside of the ø1.6 with reference caused the cutting of the multifilaments of the braid in contact, causing its breaking. A metrological control was set up in september 2016 as well as the verification of the mechanical test mode in order to ensure the compliance of the pads (tracking the lack of concentricity of the leave). No other corrective action implemented.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Complaint for incident with pullup: white sutures broke.